Event description:
Rptr had numerous dermal reactions to gloves including dryness, rash, and itching. Rptr had to stop using latex gloves in sept 1997 after being diagnosed with latex allergy. On dec 4th, 1997 classmates, using another cos latex gloves, were working on rtpr and rptr went into anaphylaxis and bronchospasm with respiratory edema. Rptr also had a generalized rash. Symptoms were treated with 2 doses of im epinephrine and an inhaler and was sent home.